Event description:
It was reported that patient experienced withdrawal. The pump alarm was not heard but confirmed by telemetry as a critical alarm; "safe state occurred, reset occurred - low battery." Drug delivered via the device was hydromorphone (dilaudid). Additional information has been requested, a follow-up report will be sent if it becomes available.

Event description:
Additional review indicated that the statement ¿the alarm didn¿t go off but confirmed by telemetry ¿was unclear.

Event description:
Additional information: the health care provider (hcp) later reported that the patient had experienced increased pain. The patient required an emergency room visit. The cause of the issue was low battery; premature battery depletion. As of (B)(6) 2012, the pump was in safe state and reset occurred. The pump was programmed to minimum rate. The elective replacement indicator (eri) was 27 months. The hcp also reported that the pump was currently alarming and planned to silence the alarm. It was noted that the replacement of the pump had not occurred yet as the patient and hcp were reviewing options. The hcp indicated the patient outcome as serious injury/illness- ongoing; increased pain. The pump was used to deliver bupivicaine.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).